Manufacturer narrative:
Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determine yet.

Event description:
The customer reported xdcr fault during use on a patient issue on the vela ventilator. The customer reported that the patient was transferred to another ventilator. The customer confirmed that there was no patient harm associated with the reported event.